Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "I am having trouble with my pacemaker. They are monitoring the thing and telling me it may be malfunctioning". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.